Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at septum. After stabbing, the blood vessels are particularly good, the blood flow directly out; some blood vessels are fine, it feels that the seal is not good, once pumped, it feels like air, and then there are infusion leaks.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No samples and photos will be returned. 2. Production record check (lot#4233015): 1) this batch of products will be assembled in jingma automatic line 2 in october 2024, and packaged in r240 packaging line in october 2024. The number of work orders is (B)(4) pieces; 2) isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications; 3) 800 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards; 4) in the production process, there is no conformity, deviation or rework behavior; 5) isolation plug assembly equipment without abnormal maintenance. 3. Cause investigation: 1) the retained sample of this batch was taken for related tests: 800mm simulated clinical leakage test. The test passed and no leakage was found at the isolation plug. Conclusion: no abnormality was found in the product manufacturing process, and all test results were in line with the requirements of the product specification. No similar complaints were received from other hospitals about this batch of products.

Event description:
Information provided 02/04/2025. 1. Was there any damage sustained to the device during use? If so, approximately where? The indwelling needle is not tightly sealed during use, and the position is at the isolation plug. 2. Was the device used for multiple punctures? Multiple punctures were not performed. 3. Was syringe used to inject fluid through the device? The product complained of was used for infusion. 4. Where does the leakage occurred particularly? . Isolate leakage from the plug. 5. Kindly provide physical/picture/video sample if available. The physical object has been discarded and no video has been recorded. 6. Kindly provide the valid batch number lot code: 4233015.